Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded by the hospital and is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon burst during the valve deployment cannot be confirmed. In addition to procedural factors (manipulation of the device), patient factors (calcified native annulus) likely contributed to the balloon burst and subsequent difficulties encountered during the withdrawal of the delivery system through the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during the deployment of a 23mm sapien 3 valve via the transfemoral approach, the commander delivery system balloon ruptured. The valve was already fully expanded and well positioned without paravalvular leak (pvl). Difficulty was encountered during the withdrawal of the delivery system through the esheath. A surgical cutdown was needed to remove the delivery system from the patient. The delivery system was surgically removed without complications. At the time of the report, the patient was doing well. Information regarding the native annular diameter was not provided. The native annulus was reported to be ¿quite¿ calcified. It was speculated that the annular calcification might have caused the balloon rupture; however, there was no confirmation of this. The delivery system was discarded by the hospital and is not available for evaluation.